Event description:
It was reported by service report that the scale was not working properly. No pt involvement or adverse consequences are reported.

Manufacturer narrative:
Conclusion: scale recalibrated.